Event description:
Additional information received reported that the patient received assistance and his concerns were resolved on (B)(6), 2012.

Event description:
It was reported that the patient experienced a loss of therapeutic effect leading to a sore back after a car accident. The patient stated that he tested the stimulator and it was still working, but he wanted to have a doctor check the device to make sure the components were working as intended. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 377760, lot# v000561, implanted: 2005 (B)(6), explanted: na; programmer: model 37742, serial# (B)(4); recharger: model 37752, serial# (B)(4).